Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged events of the patient's wound developing necrotic tissue or bleeding were related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. With or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the wound allegedly developed necrotic tissue and the physician had to perform a debridement. On apr 5 2018, the following information was reported to kci by the wound care nurse: tissue necrosis was observed in the patient¿s wound by the physician during an assessment on (B)(6) 2018 and a debridement was performed. The physician stated the pressure on the unit was fluctuating too high and could have contributed to the event. Additionally, the patient's wound experienced bleeding with the high pressure, but the patient was on a blood thinner which may have also contributed to the bleeding. The bleeding was resolved with cauterization. The patient has since been removed from the activ.a.c.¿ system and is on an alternate dressing. The wound has shown good progression. On mar 5 2018, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2018, the device was placed with the patient. On mar 29 2018, the device was tested by kci quality engineering per qc procedures and met specifications. The device passed the pressure accuracy checks and maintained pressure at 125 mmhg. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.